Event description:
It was reported that the pump was replaced due to a possible field action. It was noted that the pt felt that the pump was not working properly as he still felt pain. The pt outcome was reported as recovered without sequelae. The pump was used to deliver morphine.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.